Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the pump seemed to be working fine for the first 10 minutes and then it started ringing, stopped, and signaled a blockage. The customer didn't see any obstructions in the disposable feeding set. They noticed that many tiny air bubbles were forming in the liquid in the tube at the pump "impellers" that move the liquid through the cassette.

Manufacturer narrative:
H4 device manufacture date was added. The device history record (DHR) for lot 210320045 was reviewed and no anomalies related to the reported issue were observed. Five pictures were visually inspected; however, it was not possible to identify if the sample met the quality acceptance criteria through the pictures. One sample was received, and testing was performed. The reported condition could be confirmed. A root cause could not be determined with the available information. No action plan is required at this time. Staff were notified of the reported event. We will continue to monitor related reports to determine if additional actions are necessary.